Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) showed significant noise after implant procedure. The device was explanted and a new icm was implanted. The new icm also showed noise but after some time, the noise looked better, it was not being over-sensed and ventricular noise markers were not observed. The new icm remains in service at this point. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) showed significant noise after implant procedure. The device was explanted and a new icm was implanted. The new icm also showed noise but after some time, the noise looked better, it was not being over-sensed and ventricular noise markers were not observed. The new icm remains in service at this point. The explanted icm has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) showed significant noise after implant procedure. The device was explanted and a new icm was implanted. The new icm also showed noise but after some time, the noise looked better, it was not being over-sensed and ventricular noise markers were not observed. The new icm remains in service at this point. The explanted icm has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.